Event description:
Boston scientific crm received information that this transvenous right ventricular pacing lead exhibited noise. The patient had a competitive defibrillation lead used for shocking, a boston scientific implantable cardioverter defibrillator (ICD), and an abandoned boston scientific defibrillation lead. The noise was oversensed, resulting in an inappropriate shock to the patient. The device was programmed off while the patient decided his next steps.